Event description:
Customer reported that the insulin pump's keypad was intermittently responsive. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to moisture keypad trace. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, cracked lcd window, cracked case and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.